Event description:
The customer reported the table was not moving. No pt injury was reported.

Manufacturer narrative:
The ge rep found the table was hard down. He removed covers and troubleshot, found unit out of adjustment and calibration due to console cable shortage. He replaced the console cable and calibrated all potentiometers to its limits as per ge/oec specs. Tested unit and it's now working as intended.